Event description:
Material no.: 930815ns. Batch no.: 0255760. It was reported by the distributor that there was particle. Per report: dirty/stained.

Manufacturer narrative:
Failure mode is confirmed based on evidence provided by customer. Production batch history records for applicator pn 930815ns lot number 0255760 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. Records reviewed indicate that the lot passed all the in-process inspections. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative section.

Manufacturer narrative:
(B)(4). Initial MDR. A follow up will be submitted if additional information becomes available.

Event description:
It was reported by the distributor that there was particle.